Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was "coming through the skin of the pocket", and there was an infection. The pump pocket was revised/moved and the pump was replaced on (B)(6) 2012. The patient symptoms were reported as "drainage/incisional wound opening". The medication in the pump was lioresal (baclofen). Patient status was listed as "no injury". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter, (B)(4).